Event description:
A high reading issue was reported with the freestyle libre sensor. Customer reported the sensor "overestimated" and showed "normal" results, however he experienced symptoms described as "legs were shaking", cold sweat, seizure, and loss of consciousness. Customer self-treated with sugar and juice and no third-part treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. Customer reported the sensor "overestimated" and showed "normal" results, however he experienced symptoms described as "legs were shaking", cold sweat, seizure, and loss of consciousness. Customer self-treated with sugar and juice and no third-part treatment was required. There was no report of death or permanent injury associated with this event.